Event description:
It was reported that the camera on the 9900 system would not rotate. Also the collimator would intermittently come down, no patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.